Event description:
Initial reporter indicated that their (B) (4) handheld containing 7.1 programming software freezes on the interrogation successful screen. Re-seating the flashcard causes the date to revert back to 1998. The handheld and software were returned for product analysis. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed in product analysis. No other issues were seen with the handheld or software that would affect function.